Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. Some difficulty was noted during the transseptal puncture while placing a non bsc guidewire in the left upper pulmonary vein (lupv). On multiple occasions the wire was advanced into the laa. Once the wire was placed in the lupv, the watchman access system (was) was positioned and a pigtail catheter was advanced into the laa. At this time the patient became hypotensive. An effusion sweep was performed and a pericardial effusion was noted. Pericardiocentesis was performed and 550ml of blood was drained and re-infused into the patient. Once the drainage stopped the procedure was continued and a watchman laa closure device was successfully implanted. The patient was transferred to the intensive care unit post procedure for monitoring. They planned to pull the drain later that day. Further follow up with the facility revealed the patient was discharged home without issue the next day. No further patient complications were reported.